Manufacturer narrative:
Results: the cat6 was ovalized approximately 72.5 cm from the hub. The device was ovalized and kinked approximately 132.5 ¿ 134.5 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a kink and revealed an ovalization on the distal shaft. If the peel-away sheath is not properly utilized or if the device is forcefully pinched or gripped during use, damage such as this may occur. The cat6 was unable to be advanced through the proximal end of a demonstration rhv due to the ovalization. Further evaluation revealed a proximal ovalization. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the physician encountered resistance while inserting the cat6 into the sheath using the peel-away sheath. Subsequently, the cat6 became kinked at the distal end. Therefore, the cat6 was removed. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.